Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "underwent mammography and mammary ultrasound exams which confirmed a rupture in the device of right side. Patient was surprised with this conclusion as had not had any accident but informed that a significant change in the affected side was noticed in the last months. Patient is anxious." The device remains implanted.